Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged, unknown part with an unknown batch number was received for evaluation. The device was received lodged inside the shaft of an ar-12990 device with serial/batch number (B)(6). Functional testing was performed by introducing a new needle, ar-12990n, inside the ar-12990 device with serial/batch number (B)(6), and resistance was found when the needle attempted to pass through the cannulated shaft. Visual evaluation revealed a possible needle fragment lodged at the instrument's tip. The reported failure is caused by a user error, specifically applying excessive force to pass the needle through fibrous/calcific tissue and/or "dry," repetitive actuations outside the surgical site. It was concluded that there was no allegation of the needle being broken inside the instrument. However, due to the fact that a needle was found broken inside the instrument, an investigation was opened to explore a possible needle break.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/23/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion needle broke inside the instrument. This was discovered during the case with no patient harm.